Event description:
On (B)(6) 2009, the pt reported that she changed her infusion set and when she physically turned around the infusion site came off of her skin and the adhesive would no longer stick. She placed another infusion site and the adhesive did not stick. She used a 3rd infusion site and had no further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion sets were indicated. Replacement infusion sets were sent. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.